Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while using a power washing tool. Data was sent for a technical services evaluation at which time myopotential oversensing was confirmed. Oversensing resulted in double counting and device meeting therapy requirements with a resulting delivered shock. Reprogramming discussions to mitigate future occurrences were presented and no other adverse patient effects were reported. The patient was later seen for a medical evaluation to test for sensing issues during maneuvers. Noise and/or oversensing were observed when the patient was laying down using arms and when rolling over however nothing overly sustained. To date, this device remains implanted and in service however there are ongoing discussions regarding system placement optimizations due to only two viable vector selections of which were suboptimal. Additionally, x-ray imagery was reviewed and further suggested that system migration could be a factor in sensing viability. Options for mitigation in absence of surgical intervention were discussed and included reprogramming and pharmacology. At this time, no intervention has been planned however the data review also illustrated an abnormal battery anomaly with information stating replacement should be within the next two months.